Manufacturer narrative:
Philips service adjusted the pedal switches and performed functional tests, confirming the system was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that pedal switches were adjusted as part of a preventive spare part request on an azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.